Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31808766l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation with two thermocool smarttouch sf catheter¿s and the patient experienced cardiac tamponade that required a pericardiocentesis. First it was reported that the carto 3 system displayed a magnetic sensor error 6150 when the catheter (sterilmed soundstar catheter) was plugged into the patient interface unit (piu). The eco cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure was continued. No other errors were seen. It was then reported that after ablating the right ventricular outflow tract (rvot), the optrell was used to map the left ventricle (retrograde). The blood pressure dropped and the ice catheter was used to visualize a pericardial effusion. A pericardiocentesis was performed removing 450 ml's of fluid. The patient was stable and was transferred to progressive care for observation. Patient left the lab with a pericardial drain in place and the plan was to monitor the effusion and discontinue the drain inpatient. It was reported that the physician had a difficult time when ablating the rvot and had consistent high force values. No ablation was performed on the left side. It was reported that the event occurred after biosense webster products were used in the body, but prior to ablation. However, it was reported that ablations were performed in the rvot. After the first few ablations, it was noted from anesthesia that the patient¿s blood pressure had dropped 10 minutes prior. It is assumed from that information by the physician that the effusion was before ablation had started. Type of delivered energy was radio frequency. Transseptal was not performed. The procedural act during the procedure is 337. Catheters were exchanged multiple times between the octaray and the two different curve thermocool smarttouch sf catheters (thermocool smarttouch sf df and thermocool smarttouch sf sf fj) were used. No evidence of a steam pop. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of the ablation. Nominal flow settings used for the smarttouch sf catheter. The physician was unsure during the procedure what happened to cause the pericardial effusion. The adverse event was assessed as MDR reportable under both the thermocool smarttouch sf df catheter and the thermocool smarttouch sf fj catheter.